Manufacturer narrative:
(B)(4).

Event description:
The surgeon reports performing cataract surgery with implantation of a crystalens intraocular lens on (B)(6) 2010. Postoperatively, lens vaulting and z-syndrome developed resulting in an induced astigmatism of 4.0 diopter. The lens was explanted.